Event description:
"In early to mid 2016 I noticed that when I walked a short distance my right leg became swollen." I also had a pain and tightness in my groin. I thought I had a swollen lymph node or a hernia. Drs examined me and found a hernia, but also determined I had metallosis or particle disease from my encore metal-on-metal hip replacement (done in 2006). Had a total hip replacement in (B)(6) 2016. Now, I am experiencing same kind of discomfort, stiffness, and associated issue with my left encore hip (also done in 2006). My chromium level is once again approx 5.7 and my cobalt level is approx 9.7. I am scheduled to consult with my dr at (B)(6) on (B)(6) to discuss replacement of my left encore metal-on-metal prosthesis. It is my opinion that encore (djo) has serious issues with its metal-on-metal prosthesis.